Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. On the same day the sensor was inserted, the patient stated he had an infection and redness at the site. The patient sent a photo of the reaction to his physician and went to the emergency room (ER) afterwards. He was prescribed 500 mg tephalexin (presumed to mean cefalexin), generic for keflex antibiotic. At the time of the report the site was still healing from the infection. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.